Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13940. It was reported that, due to shocking, the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and the patient lost therapy. As a result, surgical intervention occurred to explant and replace the ipg. Intra-operative testing revealed high impedance on multiple contacts of the lead. As a result, the lead was explanted and replaced during the same surgery. Post-operatively, therapy was restored.